Event description:
It was reported that the customer stated he isn't getting urine into the canister. Suggested he perform a water test. I tried to do one on the phone he stated he was in his sleeping room not in the room with the pw system. I also gave tips on wick placement stated to make sure penis is in wick and then to take off adhesive coverings then once everything is in place to place the adhesive onto skin. Stated to not use any lotions, oils, or creams. To make sure the area is dry and to make sure no wrinkles or crinkles when placing adhesive onto the skin. Also stated that sometimes trimming pubic hair may also help. Schedule callback. Product code: pw200mset. Product lot or serial number was not able to capture serial number customer stated he was in his sleeping room not with his pw system. No additional information provided. No troubleshooting was provided. (Prepping and placement tips shared).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.